Event description:
The customer states that an axsym bhcg result of 1,385 miu/ml was reported on a pregnant pt in 2003. The physician thought the pt may be experiencing a miscarriage because the pt's previous bhcg result was 40,637 miu/ml. The pt was redrawn a week later with a bhcg result of 89,885 miu/ml. The sample from the previous week was then retested yielding a result of 62,737 miu/ml. No impact to pt management was reported.